Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that the patient experienced bent cannulas, which led to high blood glucose level event on (B)(6) 2026. The siteof insertion was abdomen. The infusion set was used for one day. Due to the event, the patient's blood glucose level was 462mg/dl and was treated with insulin injection. No further information available.